Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a surgery on (B)(6) 2024 (related manufacturer reference number: 1627487-2024-11203) the contact of the distal ends of the l3 leads remain in the epidural space. Next course of action is not determined at this time.